Event description:
The reporter stated that the device did not correlate to the lab. The device results reported were >8.0 inr. The lab results reported were 5.1 and 5.0 inr. The device was replaced and requested to be returned for eval.